Manufacturer narrative:
(B)(4). The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter stated the pt had surgery with integra mozaik in (B)(6). On (B)(6) 2012 the pt presented with a hematoma. The doctor reopened and cleaned the surgical wound; and did not see any sign of infection. The pt has not had further problems. The doctor said he didn¿t feel there was a problem with mozaik.